Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported the customer had requested service for the unit and it was determined the etco2 port connector was defective. There was no patient involvement.